Manufacturer narrative:
Based on the information available, no conclusion can be made. As reported the patient has undergone multiple imaging tests (MRI, x-ray, ultrasound), the findings do not indicate that the mesh is causing the reported pain. Based on the information provided we are unable to determine to what extent, if any, the implanted device may be causing or contributing to the reported postoperative symptoms. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the second ventrio st (device #2). An additional emdr was submitted to represent the first ventrio st (device #1). Not returned - remains implanted.

Event description:
As reported per maude event report (mw5095259): "I had two bi-lateral hernias. I was operated on (B)(6) 2019. Since that day I had pain in the same area where I can't even walk, sit or move around. The pain comes no matter what I do. I have seen my surgeon/doctor was told the swelling will go down and pain too. It's (B)(6) 2020. And I still suffer from this pain, constipation and swelling in groins area. I have been to the ER several times, lab work, x-rays, MRI abs nothing can be seen. I feel as if I still had hernia like it was never repaired. Similar symptoms yet no hernia. So it has to be the mesh. I was given the ventrio st mesh that's 11cm x 4cm. I have a copy of all my (B)(6) records. This was done at the (B)(6) hospital in (B)(6). FDA safety report ID #: (B)(4)." The following is based on information provided in follow up: on (B)(6) 2019 the patient had bilateral inguinal hernia repairs. Each side was repaired with a ventrio st mesh. Since the hernia surgery the patient has seen his doctor and has been to the va ER 3-4 times due to pain and discomfort. As reported the pain started out similar to when he had the hernias. As reported the pain can be felt in the area of the hernia repairs. The contact reports that the patient experiences sudden pain on both sides when he walks or moves around, the pain causes him to stop before continuing to walk or move around. As reported the pain can be felt when the patient inhales. The contact reports the pain is hard to explain, between sharp and shooting. As reported the patient experiences the pain everyday, all day, sometimes strong other times light. It is reported that the patient takes aleve for the pain. The patient was on aqua therapy and physical therapy for his shoulders and knees, his doctors told him to see if that would help with the pain in case it was muscular. As reported the patient has been seen several times, had MRI¿s, x-rays and ultrasounds with no findings just that the mesh could be seen. As reported the patient's doctor advised that it would take a while to heal and for the mesh to be accepted.

Manufacturer narrative:
Based on the information available, no conclusion can be made. As reported the patient has undergone multiple imaging tests (MRI, x-ray, ultrasound), the findings do not indicate that the mesh is causing the reported pain. Based on the information provided we are unable to determine to what extent, if any, the implanted device may be causing or contributing to the reported postoperative symptoms. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr. This supplemental emdr was submitted to report the additional information received (catalog no. And lot no.). This semdr represents the second ventrio st (device #2). An additional semdr was submitted to represent the first ventrio st (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported per maude event report (mw5095259): "I had two bi-lateral hernias. I was operated on (B)(6) 2019. Since that day I had pain in the same area where I can't even walk, sit or move around. The pain comes no matter what I do. I have seen my surgeon/doctor was told the swelling will go down and pain too. It's (B)(6) 2020. And I still suffer from this pain, constipation and swelling in groins area. I have been to the ER several times, lab work, x-rays, MRI abs nothing can be seen. I feel as if I still had hernia like it was never repaired. Similar symptoms yet no hernia. So it has to be the mesh. I was given the ventrio st mesh that's 11cm x 4cm. I have a copy of all my (B)(6) records. This was done at the (B)(6) hospital in (B)(6). FDA safety report ID #: (B)(4)." The following is based on information provided in follow up: on (B)(6) 2019 the patient had bilateral inguinal hernia repairs. Each side was repaired with a ventrio st mesh. Since the hernia surgery the patient has seen his doctor and has been to the va emergency room (ER) 3-4 times due to pain and discomfort. As reported the pain started out similar to when he had the hernias. As reported the pain can be felt in the area of the hernia repairs. The contact reports that the patient experiences sudden pain on both sides when he walks or moves around, the pain causes him to stop before continuing to walk or move around. As reported the pain can be felt when the patient inhales. The contact reports the pain is hard to explain, between sharp and shooting. As reported the patient experiences the pain everyday, all day, sometimes strong other times light. It is reported that the patient takes aleve for the pain. The patient was on aqua therapy and physical therapy for his shoulders and knees, his doctors told him to see if that would help with the pain in case it was muscular. As reported the patient has been seen several times, had MRI¿s, x-rays and ultrasounds with no findings just that the mesh could be seen. As reported the patient's doctor advised that it would take a while to heal and for the mesh to be accepted. Addendum based on information provided in follow up: it was reported that the patient continues to experience pain and has been referred to a pain specialist for a possible nerve block.